Event description:
Product analysis was completed on the returned generator. Upon receipt of the generator, it was noted to be in a disabled condition due to end of service. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool. A reset of the pulsedisabled bit in the pulse generator memory was performed to allow for an output to once again be provided by the pulse generator for subsequent testing. After the pulse-disabled byte was reset, lead impedance and current delivered were normal for all diagnostic tests performed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications it appears that the cause of the low battery condition was the generator being struck with electrocautery/electrosurgical tools, which can cause the generator voltage drop below end of service levels. No further relevant information has been received to date.

Event description:
It was reported that a generator was found to be disabled due to battery depletion after being placed in the pocket during implantation. The battery was checked before being placed in the pocket. It was explanted afterwards. It was reported that electrocautery was not present during the procedure. The production records for the device were reviewed and it was found that the device passed all quality tests prior to distribution. The generator has been received for analysis. Product analysis has not been completed to date. No additional information has been received to date.